Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery on several occasions, and the infusion set cannulas were slightly curved upon their removal. The customer stated that her blood glucose levels had been running higher than normal with the insulin pump prior to pulling the infusion set out. She did not know the blood glucose reading but declined troubleshooting for the issue. Nothing further reported.